Manufacturer narrative:
The product history review is expected but has not been completed. The device is not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white tube of a 6f/7f mynxgrip vascular closure device (vcd) was not present. The balloon was deflated and manual pressure was held. There was no reported patient injury. The device was used in a diagnostic coronary using a retrograde approach. The user is mynx certified. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The vcd was inserted into a 6f non cordis sheath with arterial access. The balloon was inflated and pulled back to the arteriotomy. The user grabbed the shuttle and went down to deliver the sealant, which was normal. There was no significant resistance when shuttling down and no unusual force applied when retracting the sheath. The device will not be returned for evaluation because it was discarded.

Manufacturer narrative:
Complaint conclusion: as reported, the white tube of a 6f/7f mynxgrip vascular closure device (vcd) was not present. The balloon was deflated and manual pressure was held. There was no reported patient injury. The device was used in a diagnostic coronary using a retrograde approach. The user is mynx certified. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was mild tortuosity. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The vcd was inserted into a 6f non-cordis sheath with arterial access. The balloon was inflated and pulled back to the arteriotomy. The user grabbed the shuttle and went down to deliver the sealant, which was normal. There was no significant resistance when shuttling down and no unusual force applied when retracting the sheath. The device was not returned for analysis. The product history record (phr) review of lot f2316001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿advancer tube-missing advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the missing advancer tube event reported could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, procedural/handling factors are possible, such as incomplete shuttling down of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the advancer tube appearing to be missing. Neither the phr review, nor the information provided, suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.